Event description:
The manufacturer received information alleging needs to be checked related to the device ds2adv auto CPAP. There was no report of patient harm or injury. No medical intervention was specified. The device was returned to the third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found thermal event as the main pca was burnt. Additionally, blower and screws were corroded, and new pollen filter must be added. The customer complaint was reproduced. The third-party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further.

Manufacturer narrative:
The manufacturer previously received information alleging needs to be checked related to the device ds2adv auto CPAP. There was no report of patient harm or injury. No medical intervention was specified. The device was returned to the third-party service center for evaluation. During the evaluation of the device at the third-party service center, there was evidence of burnt pca. Additionally, the blower and screws were corroded, and a new pollen filter was also required as part of preventive maintenance. The manufacturer previously reported the following information listed in quotes in error "the third-party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further". Please note that following further review of complaint information and device evaluation performed by third-party service center it was determined that the customer complaint which was the unit required inspection (¿customer needs check¿), was confirmed during evaluation. All functional tests were performed, and the unit passed final testing. In this report, box h has been updated/corrected.